Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, the subject ICD underwent two hardware reset procedures on 15 june 2017 and on (B)(6) 2017, due to an overconsumption following an electrostatic discharge (esd) at implant (as described in the field safety notice issued in july 2017). During a follow-up performed on (B)(6) 2018, the following warning was displayed: ¿[27] the device was reinitialized 3 times since the beginning of life¿.

Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, the subject ICD underwent two hardware reset procedures on (B)(6) 2017 and on (B)(6) 2017, due to an overconsumption following an electrostatic discharge (esd) at implant (as described in the field safety notice issued in july 2017). During a follow-up performed on (B)(6) 2018, the following warning was displayed: ¿[27] the device was reinitialized 3 times since the beginning of life¿.

Manufacturer narrative:
Preliminary analysis results revealed that the recorded resets were due to the performed hardware reset procedures.

Manufacturer narrative:
The subject device was involved in another complaint file due to an overconsumption triggered by an electrostatic discharge at implantation. Please refer to the MDR's with MFR number 1000165971-2017-00527 for the investigation relative to this event.

Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, the subject ICD underwent two hardware reset procedures on (B)(6) 2017 and on (B)(6) 2017, due to an overconsumption following an electrostatic discharge (esd) at implant (as described in the field safety notice issued in july 2017). During a follow-up performed on (B)(6) 2018, the following warning was displayed: ¿[27] the device was reinitialized 3 times since the beginning of life¿.